Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt had a total hip replacement a number of years ago. The pt has presented with a painful hip along with considerable leg length discrepancy. It is unk whether the leg length shortening on the operated side has been long term. The acetabular cup was well fixed and required substantial effort to remove. The s rom femoral stem was removed leaving the original proximal sleeve in situ.